Manufacturer narrative:
Additional information concerning patient status was received.

Event description:
Additional information indicates the patient was treated and is doing well.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 2800-19mm aortic bioprosthetic valve that requires valve in valve intervention after an implant duration of 13 years, one (1) month due to stenosis. The patient is scheduled for implant of an edwards transcatheter valve.